Event description:
Pt was taken to the or for a mediastenoscopy. An arterial line was placed. The anesthesiologist was unable to obtain monitor readings via the arterial line. The arterial line was removed and found that the wires at the end had unraveled. A new arterial line was placed.